Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized "for about half a month". Treatment for the event was not reported. The patient recovered from the event. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
B3 event date: it was reported that the event occurred on an unknown date in october-2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.